Event description:
Patient, gravida 2, para 1 came in for caeserian section. After a caesarean section, as the drapes were taken off, a small burn was noted on the patient's abdomen where the ultrasound device was located. It was discovered that the metal belt clasp might be the source of the burn. The burn was approximately 1-2 mm in diameter and surgeon applied dermabond to seal the burn.